Event description:
Reporter indicated that diagnostic testing on a vns patient resulted in high lead impedance. The treating neurologist could not visualize anything on an x-ray. The patient is being sent for surgical consult. Revision surgery is likely. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.